Event description:
It was reported that the patient was presented remotely via remote transmission. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited failure to capture and r-wave amplitude variation. During the lead revision procedure on (B)(6) 2025, it was noted that the rv lead was dislodged. The physician repositioned the lead and completed the procedure successfully. The patient was in stable condition.